Event description:
It was reported that unspecified bd¿ infusion set leaked. The following information was provided by the initial reporter: material no.: unknown; lot no.: unknown. It was reported that there was fluid leak from infusion set and that components and extensions sets are still pending assessment.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-17.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. . Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that unspecified bd¿ infusion set leaked. The following information was provided by the initial reporter: material no.: unknown lot no.: unknown. It was reported that there was fluid leak from infusion set and that components and extensions sets are still pending assessment.